Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009 to investigate the event: the fse replaced the diff syringe o-rings and the diff lamp. The fse verified the instrument operations the hardware and it was within specifications. Although several parts were replaced on the instrument; no definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4), 2010 for add'l reportable events.

Event description:
The customer reported that the act 5 diff instrument generated erroneous low neutrophil (ne) results on a pt specimen. Initial erroneous ne result was not reported outside the laboratory. The customer did not provide any printouts, control data or pt specimen info. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.